Event description:
It was reported that log files captured low flow estimates with high pulsatility index (pi) as well as low flow alarms on (B)(6)2024. The estimated flows were averaging from 1.4 to 1.9 lpm and pi was averaging from 9 to 11.5 during these events. Further log file review revealed a pump reset event on (B)(6)2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined though this evaluation. The submitted controller event log file contained events on (B)(6)2024. Intermittent low flow events were captured throughout the file, with several of these events associated with low flow hazard alarms. Of note, pulsatility index (pi) appeared to be elevated during the low flow events. The system appeared to be operating as intended at the stored patient speed. Incidental finding revealed a pump reset event was noted in the lvad event log file on (B)(6)2024. A specific cause for the pump reset could not be conclusively determined, as the events leading up to the reset are not captured in the controller event log file data. The pump appeared to be operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (document 10012387, rev. A) and clinicians (document 10012388, rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The IFU and patient handbook contain various sections regarding events/actions which would lead to a pump stop, including esd event, driveline disconnection, and full depletion of the batteries and backup battery. Appropriate responses to these situations are also outlined in these documents. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.